Event description:
It was reported that the patient had both implantable neurostimulator (ins) replaced. Before the patient came into the operating room, he had impedances that were above 2,000 ohms on ¿pretty much all the pairs.¿ during the replacement surgery, it was noted that the lead-extension connector had migrated all the way down to the patient¿s chest. It was noted that there was a good chance of damage. The patient was programmed with the case positive and electrode one negative at 1.5 v with a pulse width of 90 us and a rate of 185 megahertz. It was noted that before the battery started to get low, the patient was receiving decent therapy. The health care professional had shut off the device due to the battery being low. It was later reported that there was no suspicion that the batteries had depleted prematurely. It was noted that one of the batteries was below 3.7 v, and instead of doing two surgeries, both batteries were replaced together. Conversely, it was reported that the battery, which was supposed to last three years, wasn¿t lasting the three years. Additional information reported that it was determined the depletion of the battery was at a normal rate. The lack of any shorts when the batteries were changed led the health care provider to that conclusion.

Manufacturer narrative:
Product ID 7438, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# v337831, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension concomitant system: product ID 7426, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v337831, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).